Manufacturer narrative:
The event occurred in (B)(6) 2019. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This was observed during initial drain/fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. It was further reported that a three (3) inch air bubble appeared during initial drain and then disappeared when the machine started fill 1. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.